Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-07027. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was scratch but not broken off. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc)was informed by the health professional that during a laparoscopic procedure to remove a liver cyst using three devices, the following event occurred. The following event occurred on the two devices: the probe was broken off. The fragment was retrieved. "Seal and cut" and "seal" switch had a partially loose connection. The opening and shutting mechanism of the grasping section did not open automatically(from the beginning). The generator connected to the device gave error messages the intended procedure was completed with the third device with some time delay. There was no patient injury reported. This is the report on the second device.